Event description:
The provider was using a heat lamp during acupuncture, pulled lamp towards the patient where the hydraulics and spring tension gave way causing the arm to drop onto the patient's neck. The patient did not sustain harm nor did the patient have to have a prolonged hospitalization.